Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After the flx ball was created and the was tip was pointed to the target area, the shaft kinked. A new was device was used to complete the procedure. No patient complications were noted. It was further reported that three partial recaptures and one full recapture was performed of the closure device during this procedure.